Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. Further information received from the field confirmed that there is no complaint alleged with this device. As a result, this device is being considered a non-complaint.

Event description:
Further information received from the field confirmed that there is no complaint alleged with this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a procedure, the side port of the sheath detached. There is no additional information available at this time.